Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The service technician checked the airway pressure transducer and the pneumatic functions. Performance tests were ran and the unit passed all test and runs according to manufacturer's specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator stopped while in use on a patient. There was no patient compromise as the end-users quickly placed the patient on another ventilator.